Event description:
It was reported that the right ventricular (rv) lead had high threshold. A lead revision was attempted, but the physician did not like the placement, so the lead was explanted and replaced. The new lead dislodged after the procedure and is now in the atrium and is not capturing. That lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator, (B)(6) 2013; 4574 implantable pacing lead, (B)(6) 2013. (B)(4).